Event description:
The customer stated they have observed erratic positive results on the architect b-hcg assay. A positive patient result of 1816 iu/l was generated and reported. The sample was retested two days later yielding a negative result of <1.20 iu/l. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect total b-hcg that has a similar product distributed in the us, architect total b-hcg. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
A testing protocol was executed to examine the performance of the architect total b-hcg reagent lot implicated in the complaint along with seven other approved lots of architect total b-hcg reagents with respect to their ability to accurately detect b-hcg in abbott architect total b-hcg controls, biorad lyphochek immunoassay plus mcc, abbott architect total b-hcg panels and a range of 40 patient samples, which included 20 negative patient samples and 20 positive patient samples. These patient samples were selected to evaluate different aspects of the architect total b-hcg assay performance; specifically the occurrence of false positives and the occurrence of false negatives. Additionally, positive and negative patient samples were tested alternatively to eliminate the possibility of carryover as the driver of falsely elevated results resulting from carryover from positive patient samples to negative patient samples thus leading to false positive results.all reagent lots tested were found to perform acceptably. In conclusion, no false positive results were obtained for negative patient samples and no false negative results were obtained for positive patient samples for any of the reagent kits tested. Also there were no instances of carryover between positive and negative patient samples.a review of the manufacturing, testing and release data for the reagent kit in question revealed that all specifications were met and did not reveal any events or issues that could impact the performance of architect total b-hcg reagent kit, list number 7k78-30, lot number 74903jn00. Statistical process control analysis of the final release test data for lot 74903jn00 indicated that the lot was performing within the upper and lower specification and control limits. From the complaint ticket it is apparent that fibrin was evident in approximately 100% of samples undergoing testing at the customers' facility at the time the aberrant result was obtained. As per the architect total b-hcg package insert (b7k780 77-4440/r2) "inadequate centrifugation or the presence of fibrin or particulate matter in the sample may cause an erroneous result." Also highlights that the facility deals with a high volume of patient samples and commented that they will address an alternative more applicable sample checking system. In addressing this issue the customer will be advised to use caution when handling patient specimens to prevent cross contamination.from the investigation performed it can be concluded that no product deficiency has been identified for the architect total b-hcg reagent kit, list number 7k78-30, lot number 74903jn00. This is the final report.